Event description:
It was reported that the device fails accuracy +6.8%. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. There was no related evidence of the reported failure in the event logs. A functional test was performed, and the reported failure was replicated. Upon further investigation, three separate accuracy tests were performed, and the pump was found to be over delivering to the manufacturing specifications. The expulsor was previously trimmed down to bring the delivery accuracy closer to nominal of a range. The expulsor will be replaced. The root cause of the event cannot be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.